Manufacturer narrative:
The lot number for all the seven reported malfunctions was provided, therefore lot history reviews were currently being performed. The devices were not returned to the manufacturer for evaluation/inspection for all seven malfunctions; however, photos are provided for two malfunctions. Out of seven reported malfunctions, both photo and video are provided for review for five malfunctions. Therefore, the investigation of the reported event is currently underway.

Event description:
This report summarizes seven malfunctions. A review of the reported information indicated that model 8708560 implantable port allegedly experienced measurable markings were absent. These reports were received from various sources. Seven malfunctions were not involved with patient as there was no patient contact. Age, gender and weight for all the reported seven malfunctions were not provided.

Manufacturer narrative:
H10: the lot number for all seven reported malfunctions was provided, therefore lot history reviews were performed. Out of seven reported malfunctions, one malfunction sample returned and received photos, and is unconfirmed for missing information. The remaining six malfunctions received photos and videos, all six are confirmed for missing scale on the catheter. Based on the available information, the definitive root cause is unknown. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes seven malfunctions. A review of the reported information indicated that model 8708560 implantable port allegedly experienced measurable markings were absent. These reports were received from various sources. Seven malfunctions were not involved with patient as there was no patient contact. Age, gender and weight for all the reported seven malfunctions were not provided.